Event description:
The user facility in japan reported the vitrectomy cutter did not cut. There was no pt injury reported.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic bag without the original packaging. The part number and lot number cannot be verified or determined. The tip protector was in place, as it should be. The needle is not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. However, the connection that was approximately 10 inches from the back of the cutter was loose. The connection was tightened before testing, functional testing was performed using a stellaris pc system. The cutter had good clean cuts for about 1 minute. As the cut rate was increased to around 4000 c.p.m. The inner needle stopped retracting from the port window preventing cutting and causing the aspiration to diminish. When the cut rate was lowered to approx 2800 c.p.m. The cutter began cutting again. The cutter was not functioning as intended. A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.